Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, and basic occlusion, occlusion, prime and excessive no delivery test. No back light anomaly or flicker back light during test was noted. The pump was received with pump cracked case at the display window corner, cracked reservoir tube lip, severe scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call of beeping anomaly and lcd damage on the insulin pump. The customer's blood glucose reading was unknown. The customer stated that he was hard to see through the screen with the scratches. The customer stated that it was a progressive thing. The customer stated that even the full battery and the backlight would not come on. The customer stated that he puts the pump in his pocket. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.